Manufacturer narrative:
An analysis was performed and the results are as follows: the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump performed within specifications.

Event description:
It was reported that the patient's inflatable penile prosthesis pump was replaced due to the pump not working. The pump worked perfectly at implant. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.